Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint could not be verified. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The DHR for the mandible component was reviewed. Nc8881 was opened to document mandibles that were inspected with an out of spec countersink ball depth indicator. The indicator is used to measure the countersink depth of the screw holes in the mandible. This is unrelated to the issue described in this complaint. There are no indications of manufacturing defects. For all non-custom tmj mandibular implants in the previous one year (from the notification date) regarding fit issues, there is a complaint rate of(B)(4) , which is no greater than the occurrence listed in the afmea. This is the only complaint for this part# 24-6645, lot# 791930c. The most likely underlying cause of the complaint is the mismatch with the patient's anatomy. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d4 expiration date d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitant medical products ¿ unknown screw, part# unknown, lot# unknown.

Event description:
It was reported a mandibular prostheses was implanted and then removed in the same surgical event due to fit issues. A mandible component of a different size was then implanted successfully. No additional patient consequences were reported.